Manufacturer narrative:
H10: it is unknown if the device was in use at the time of the reported problem. No patient harm reported. It was entered into the planning notes of onsite service work order for the v60 device on (B)(6)2023, that the repair was completed. However, no resolution seems to have been documented. A good faith effort (gfe) has been sent to acquire the resolution information. It was stated in a gfe response from the field service engineer (fse), received on (B)(6)2023, that the blower was replaced to repair the device. The unit passed all testing after the repair. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the customer has an error code (check vent: blower temperature high). It is unknown if the device was in use at the time of the reported problem. No patient harm reported. The customer reported that they were experiencing the check vent: blower temperature high error code and wanted to replace the motor controller (mc) pcba and blower. An authorized service provider (asp) was dispatched for the case on 30jan2023. Onsite service is pending. A good faith effort (gfe) response received on 13feb2023 stated that it was unknown if the device was in use or out of use at the time the reported issue was found. This investigation is ongoing.